Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was no longer receiving stimulation. The physician determined the scs lead was fractured via x-rays. As a result, the lead was explanted and replaced. Effective stimulation was restored following the surgical intervention.